Manufacturer narrative:
Device retained by hospital.

Event description:
A company representative reported that four yukon polyaxial screws migrated from c4 and c5 and the yukon set screws at c2 did not retain the rods. The patient has reported experiencing pain and revision surgery is scheduled. This report captures the third of four yukon polyaxial screws.

Manufacturer narrative:
The device was not returned for evaluation but the reported event was confirmed via visual analysis of x-ray images. Device history records could not be reviewed without either the device or a valid lot number. Complaint history was reviewed and the only similar complaints for the reported catalogue number are additional devices associated with this event (and captured in separate mdrs). A conclusive root cause could not be determined with the available information. However, from analyzing the provided x-ray, the following was determined to be the probable sequence of events: rods slide out of saddle of upper c2 screws due to loose set screws. Spine falls forward with gravity due to loss of fixation at cranial end of construct. Screws migrate out of the bone due to weakness of cervical spine bone and the fixation strength of the lateral mass screws to into that bone. A root cause could not be conclusively determined, and there may have been multiple contributing factors including, but not limited to: set screws over-tightened (damage to set screws leaves insufficient material to secure rod). Set screws under-tightened (rod not secured in place). Rod not reduced correctly (rod not fully/evenly seated in tulip head). Rod cut too short (rod not be fully secured/set screw not fully engaged with rod). Patient factors (e.g., smoking, obesity, age, post-operative activity, etc. Can affect bone quality, duration to fusion, patient falls, etc.).

Event description:
A company representative reported that four yukon polyaxial screws migrated from c4 and c5 and the yukon set screws at c2 did not retain the rods. The patient has reported experiencing pain and revision surgery is scheduled. This report captures the third of four yukon polyaxial screws.